Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)/ cramping that felt like labor pains"), pelvic pain ("pain pelvic/ lower pelvic pain"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)/severe/ heavy periods"), urinary tract infection ("uti"), migraine ("migraines/migraines / headaches"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menstruation irregular ("irregular menstruation") and back pain ("lower back pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("expulsion"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract disorder ("urinary probs"). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, cystitis, urinary tract disorder, migraine, headache, nausea, vaginal haemorrhage, menstruation irregular and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 4 coils visible, left: 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2012: result: total bilateral occlusion. Lot number: 880426, manufacture date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)/ cramping that felt like labor pains"), pelvic pain ("pain pelvic/ lower pelvic pain"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)/severe/ heavy periods"), urinary tract infection ("uti"), migraine ("migraines/migraines / headaches"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menstruation irregular ("irregular mensturation") and back pain ("lower back pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("expulsion"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract disorder ("urinary probs"). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, cystitis, urinary tract disorder, migraine, headache, nausea, vaginal haemorrhage, menstruation irregular and back pain outcome was unknown. The reporter considered abdominal pain, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 4 coils visible, left: 5 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2012: result: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 10-oct-2019: plaintiff fact sheet and medical record received. Event dysmenorrhea (cramping)/ cramping that felt like labor pains added to verbatim dysmenorrhea, lower pelvic pain added to the verbatim pelvic pain and event abnormal bleeding(menorrhagia)/severe/ heavy periods added to menorrahagia. New event abnormal bleeding(vaginal), irregular menstruation and lower back pain were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure (batch no. 880426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)/ cramping that felt like labor pains"), pelvic pain ("pain pelvic/ lower pelvic pain"), menorrhagia ("menorrhagia/abnormal bleeding(menorrhagia)/severe/ heavy periods"), urinary tract infection ("uti"), migraine ("migraines/migraines / headaches"), headache ("headaches"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menstruation irregular ("irregular menstruation"), back pain ("lower back pain") and renal pain ("kidneys pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("expulsion"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), cystitis ("bladder infection") and urinary tract disorder ("urinary probs"). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, cystitis, urinary tract disorder, migraine, headache, nausea, vaginal haemorrhage, menstruation irregular and renal pain outcome was unknown, the dysmenorrhoea and abdominal pain had not resolved and the pelvic pain and back pain was resolving. The reporter considered abdominal pain, back pain, cystitis, device breakage, device expulsion, dysmenorrhoea, headache, menorrhagia, menstruation irregular, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, renal pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: right: 4 coils visible, left: 5 coils visible. Discrepancy noted as essure insertion date: (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2012: result: total bilateral occlusion. Saline infusion sonogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received. New event added: kidneys pain. Outcome of the previously added events pelvic pain, lower back pain,were updated to recovering resolving and abdomen and cramping were updated to not recovered/not resolved. Lab data was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion ("expulsion"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), cystitis ("bladder infection"), urinary tract disorder ("urinary probs"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device breakage, device expulsion, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, vaginal infection, cystitis, urinary tract disorder, migraine, headache and nausea outcome was unknown. The reporter considered abdominal pain, cystitis, device breakage, device expulsion, dysmenorrhoea, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received : previously reported event injury was updated with new events. Following events were added: dysmenorrhea, pain pelvic, abdominal pain, menorrhagia, metrorrhagia, breakage, expulsion, psych injury, uti, migraines, vaginal infection, bladder infection, urinary probs, migraines, headaches, nausea. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.